Manufacturer narrative:
Additional information : device manufactured between january 07, 2019 to january 08, 2019. The device was received for evaluation. Unaided eye visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon functional testing observed leakage at the spike port cap from the spike port and the reported issue was confirmed. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. This was noted during filling and prior to patient use. There was no patient involvement. No additional information is available.